Manufacturer narrative:
Section h10: (h3) the evaluation noted in the revision reported was most likely the result of a bone fracture which subsequently led to subsidence of the femoral component. The bone fracture may have been secondary to poor bone quality, an intra-operative fracture that went unnoticed, or a combination of the two, but cannot be conclusively determined from the information provided. The components were only implanted for 11 days before the stem subsided and patient was subsequently revised. (D11) concomitant device: (cn: 170-36-00, sn: (B)(6) - biolox delta femoral head 36mm od, +0mm (cn: 01-030-01-0450, sn: (B)(6) - alt cup clstr g4 sz 50 (cn: 180-65-25, sn: (B)(6) - alteon 6.5mm screw, 25mm (cn: 180-65-30, sn: (B)(6) - alteon 6.5mm screw, 30mm (cn: 01-030-40-0436, sn: (B)(6) - alt xle lnr ntrl g4 36 no information provided in the following section(s): a4 a5, b6 the following section(s) have additional info; g4, g5, g7, h1, h2, h3, and h7.

Manufacturer narrative:
Pending evaluation. Concomitant medical products: (cn: 170-36-00, sn: (B)(4)) - biolox delta femoral head 36mm od, +0mm, (cn: 01-030-01-0450, sn: (B)(4)) - alt cup clstr g4 sz 50, (cn: 180-65-25, sn: (B)(4)) - alteon 6.5mm screw, 25mm, (cn: 180-65-30, sn: (B)(4)) - alteon 6.5mm screw, 30mm, (cn: 01-030-40-0436, sn: (B)(4)) - alt xle lnr ntrl g4 36.

Event description:
As reported, a right primary anterior total hip was performed on a (B)(6) female patient. Approximately 11 days postop, during physical therapy, the patient experienced sharp pain and was admitted to the hospital, the stem has subsided, and the femur possibly has fractured. Revision of the femur is scheduled for next week. No further information has been received at this time.